Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device discarded by hospital.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the pusher wire of a ruby coil became bent while advancing through another manufacturer's microcatheter. The ruby coil was removed from the patient and the procedure successfully continued using a new ruby coil. There was no report of an adverse effect on the patient.